Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of output was noted due to lead dislodgement. The lead was explanted and replaced successfully. The patient did experience any adverse consequences due to the event.